Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 by fax, mail and phone. A completed questionnaire was received (B)(4) 2011. (B)(4).

Event description:
An attorney reported that a consumer was implanted with an intraocular lens (iol) that was "incorrect for her vision needs." The lens was exchanged and during the procedure, there was significant (unspecified) damage to her eye. Follow up information was received from the surgeon, who reports that following the initial implant, the consumer had a hyperopic result and blurry, uncorrected vision. In the surgeon's opinion, the iol design did not contribute to the event. Additionally, the surgeon reported the consumer had iris atrophy due to floppy iris syndrome during the exchange. Following the lens exchange, the consumer reported persistent glare. In the surgeon's opinion, the iol did not cause/contribute to the event. There are two medical device reports associated with these events. This report is for the lens that remains implanted.